Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "lag screw cut out of the femoral head therefore needed to be removed and revised." Confirmed with rep on the phone 10/09/2017 that explanted components were a gamma 3 nail, lag screw, and a locking screw. Revised to a total hip. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.